Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the device triggered a battery inoperable alarm. Performance testing confirmed that the internal battery failed to charge when connected to a power source. The evaluation determined that the reported fault was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable internal battery and the device failed to power on even when connected to ac power. There was no patient injury reported as a result of this incident.